Manufacturer narrative:
Investigation summary: eight representative samples were received by our quality team for evaluation. The samples were subject to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all testing and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation and the customer verbatim, the probable root cause could be due to a valve issue. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing to corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: 8pcs representative sample with batch #0275566 (catalog #(B)(4)) were returned for investigation. The 8pcs representative samples returned were subjected to visual inspection, injection leak test and catheter adapter leak test. All inspections result passed, no abnormality was observed. Based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA# (B)(4) was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: leaking port after insertion and in connection with medicine administration. The blood spilled out from the port. The patient who was very ill because of a ruptured aorta. The patient was close to death. An incidental incident has been created on the case locally as well.